Event description:
It was reported that the patient with this pacemaker device was seen in the emergency room (ER) due to syncopal episode. Upon review, there was a pacemaker mediated tachycardia (pmt) episodes stored. Technical services (ts) reviewed the presenting and stated that the right ventricular automatic threshold (rvat) and right atrial automatic threshold (raat) were successfully performed. The rhythm appeared to be atrial driven rhythm. There were no out of range measurements. Ts recommended programming options. This device remains in service. No adverse patient effects were reported.